Manufacturer narrative:
(B)(4). Information was received from a surgeon who is not required to complete form 3500a. The device was returned for evaluation. Visual inspection determined the tip of the driver was fractured. The device exhibits wear indicative of previous use in the field (e.g. Worn etched and rounded edges). The hardness of the device was checked and found to be within print specification limits. The device was used for treatment. No other complaints have been reported for this lot. Based on the lot number, the device had a potential field age of approximately 3.5 years at the time of failure. Based on the available information, the device likely failed due an extreme loading condition placed upon the device. Without further information regarding the event, however, this cannot be determined conclusively. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the driver tip broke off in the head of an implanted screw during use. The surgeon had to grind off the screwdriver tip to insert the liner. The device was used during surgery. There was a 30 minute surgical delay.